Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-613-98 was received for investigation. Visual inspection identified that the c8394-01 notch/bearing impactor had cracked. Additionally, wear was noted to the dovetail feature of the c8369-01 key seat attachment. A probable cause is attributed to wear and tear damage accumulated over repeated usage.

Event description:
On 1/18/2022 it was reported by a sales representative via sems that an ar-613-98 small impactor cracked during a case. It cracked while putting in a poly insert. No pieces were left in the patient. Another instrument was used to finish the case with no further issues. Additional information. The impactor cracked during use and nothing broke from it into the patient.